Event description:
Lead noise reported as present on several recordings on intracardiac signal leading to vf detection on (B)(6) 2023 but no therapy delivery. Patient will be brought in for evaluation. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.